Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that she needed assistance with a cross series exchange. Customer needed a bigger device. Customer's blood glucose was 543 mg/dl. Customer used a lot of insulin. Customer declined troubleshooting for high blood glucose. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with no button response due to flattened esc, act, down and up button dome switches. Inspected the lcd connector and no unlocked connector noted. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to the button keypad anomaly. The pump passed the stop current test. The pump had cracked battery tube threads and minor scratches on the display window.